Manufacturer narrative:
Data downloaded from the device indicates the device ran 45 first prime pulses, 10 user initiated second priming pulses (when the device will deploy). Afterwards, 9 basal pulses were delivered. The device was inspected and nothing was found that would indicate the device deployed early. Though no damages or defects were found that could contribute to the reported event, the root cause could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.